Event description:
Reporter indicated that a vns programming wand will not communicate at times. The wand cable was reported to be "twisted." Good faith attempts for return of the wand have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.